Event description:
Complainant alleged that the physician was attempting to defibrillate a female pt (age unk), while using both cardiotronics brand electrodes and a cardiotronics brand multi-function cable with the zoll pd1200 defibrillator. The defibrillator charged appropriately, but did not discharge. The physician then removed the competitive brand accessories from the device, and attached zoll electrodes and a zoll multi-function cable. The physician reported that the device took a very slow time charging, but the device discharged appropriately. At this point, pt treatment had concluded and the staff turned the device knob to the "off" position, but the pt received several pacing pulses. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.